Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call they had air bubbles. The blood glucose at the time of the incident was 7.3 mmol/l. Mother states she is calling back after receiving the tubing clamp. She also noted there is another air bubble in the reservoir. Troubleshooting was not able to resolve the issue. The device will not be returned for analysis.